Manufacturer narrative:
A small sample of the suspect device has been returned for evaluation. The returned device was examined visually and microscopically. The complaint is confirmed. The root cause could not be determined however, it may be attributed to significant force applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that ten days after an angiogram, a lump was found on the right wrist where the angiogram insertion site was located. Ultrasound found a foreign body and then removed.